Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface (gui). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the power supply and if the malfunction still persists to replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported to have isolated the problem to the gui cpu and stated that they have ordered the gui cpu and will call back to place a service call for covidien to download the software once the gui cpu has been installed. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).